Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Was brushing and the whole oral-b toothbrush fell apart/ totally fell apart [device breakage]; no adverse event [no adverse event]. Case description: a male consumer, age unspecified, reported via phone on 07-oct-2016, that while brushing with an oral-b rechargeable toothbrush, version unknown the whole oral-b power oral care refill precision clean totally fell apart. He described the product as white with blue and green and white in the middle, brown - gray logo, and there was a piece of plastic in it from the mold where the "red thingy" is. The consumer stated the logo remains when scratched with a coin. No symptoms developed.

Manufacturer narrative:
On 15-dec-2016 product investigation results: reporter returned one toothbrush head on 24-oct-2016. Product confirmed to be counterfeit.

Event description:
Was brushing and the whole oral-b toothbrush fell apart/ totally fell apart [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer, age unspecified, reported via phone on (B)(6) 2016, that while brushing with an oral-b rechargeable toothbrush, version unknown the whole oral-b power oral care refill precision clean totally fell apart. He described the product as white with blue and green and white in the middle, brown - gray logo, and there was a piece of plastic in it from the mold where the "red thingy" is. The consumer stated the logo remains when scratched with a coin. No symptoms developed.